Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) bursts and falls out without tension on the inner wall of the blood vessel. There was no reported patient injury. This occurred when using the device during a percutaneous coronary interventional procedure. The device is being returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) bursts and falls out without tension on the inner wall of the blood vessel. There was no reported patient injury. This occurred when using the device during a percutaneous coronary interventional procedure. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) bursts and falls out without tension on the inner wall of the blood vessel. There was no reported patient injury. This occurred when using the device during a percutaneous coronary interventional (pci) procedure. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6f/7f along with the syringe involved in the reported complaint were returned for the investigation. Visual inspection of the received device showed that buttons 1 and 2 were not depressed, and the stopcock was found closed. The sealant was present in its manufactured position on the device fully covered by the sealant sleeves, which did not show any type of damage or anomaly. A cordis catheter sheath introducer (csi) related to the complaint was returned attached to the device along with the unattached syringe. Additionally, the device showed exposure to blood. No other anomalies were observed during the analysis. Per functional analysis, the balloon was tested for an inflation/deflation functional analysis. During this analysis, a longitudinal tear was observed present on the balloon body. The present tear resulted in a leak condition that was observed during the inflation of the balloon. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, access site vessel characteristics (although not reported) and/or concomitant device factors most likely contributed to the reported event since a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.